Manufacturer narrative:
No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a pump was beeping noise first then it displayed no disposable while using a new cassette. After troubleshooting the cassette, the pump started without alarm. No patient injury was reported.